Event description:
The manufacturer received the following information through patient tracking department. A carboseal valsalva ascending aortic prosthesis cp-025 which was implanted on (B)(6) 2019, was explanted on (B)(6) 2022. No information has been received from the site about any allegation of device malfunction nor of serious patient injury.

Manufacturer narrative:
Unknown disposition.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer attempted to retrieve additional information on this event, and the device involved. However, no further information has been provided to date, despite the manufacturer's attempts. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, a follow up report will be provided.